Event description:
(B) (4) it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed ischemic symptoms. The index procedure treated a 3.0x16mm, 99% stenosed lesion of the distal circumflex. Treatment consisted of predilation and placement of a 3.0x24mm study stent resulting in 0% residual stenosis. A 3.0x24mm, non-study taxus liberte stent was also placed at the proximal right coronary artery (rca) during the procedure. The patient was discharged five days post procedure on asa and clopidogrel. The patient returned in (B) (6) 2009 with angina with ischemic symptoms. The proximal lad (left anterior descending) artery was treated with a taxus liberte stent. The event was reported as ongoing. The core lab report noted the study stent was patent in (B) (6) 2009. The rca stent was also noted to have distally diffuse disease.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.